Event description:
A baxter healthcare pharmacy specialist emailed baxter corporate product surveillance to report a vial-mate reconstitution device which leaked. According to the report, the device was leaking from the area where the vial attaches to the bag. It was noticed a few minutes after reconstituting the vial. The customer alleged that the neck seems to be looser than normal and is easier to twist than prior lots they used. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.